Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2024, the patient reported the event of occlusion in infusion set tubing. No further information was available.